Event description:
It was reported that contamination occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. Upon opening, it was noted that there was a hair sticking to the hub. The procedure was completed with a different device. There were no patient complications as a result of this event.